Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the patient did not warm as expected with controlled rate. Patient data indicated an unstable temperature input. The biomed performed a complete functional test and all tests passed. The biomed is inquiring about what kind of probe was used. No other information was provided.